Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. The customer exchanged the pump, and it had not alarmed again. Therapy was being delivered appropriately at the time of the call. Esp personnel explained the nature of the alarm and the customer reported that the patient had been tachycardic since admission and therapy initiation. The customer also asked if the balloon catheter should be advanced because it appeared low. Esp personnel provided placement recommendations of the distal radiopaque marker being between the 2nd and 3rd intercostal space. No patient harm or injury was reported.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in e1 initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
The complaint was received through a direct call from the customer to the emergency support program for assistance with a gas loss alarm on a cardiosave during use, no patient harm or injury was reported. He reported that the alarm had gone, they verified the helium tubing was free of any blood, kinks, bends, or restrictions, used the iab fill key but were still unable to restart therapy.